Event description:
Home pt (hp) reports pt line of homechoice set was not priming completely. Hp reports overpriming the line after a reprime attempt. Hp subsequently ended treatment, and restarted with new supplies to complete treatment. No pt injury or medical intervention required per hp.